Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that after 16 months of support, the pt presented with elevated lactate dehydrogenase (ldh) levels and multiple embolic cerebrovascular accidents (cvas) and decreased pulsatility index (pi). An echocardiogram (echo) performed by the hosp showed the left ventricle was not unloading. The pt subsequently expired from complications related to large and recurrent embolic strokes.

Manufacturer narrative:
The MFR is attempting to acquire info from the hosp regarding the product disposition. The user facility report #(B)(4) was received from the (B)(4) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.